Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted sigmoid colectomy surgical procedure, there was a repeated error 23072 from universal surgical manipulator (usm) 3. Power cycle did not fix it. The technical support engineer (tse) guided customer to shutdown the system and move the usm in top and lowest possible height¿problem persisted. This resolved the issue briefly, as the error returned. The procedure was aborted with no patient involvement.